Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 325cc mentor memorygel breast implant, catalog #3543257, lot #215618. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with 325cc mentor memorygel breast implants. On (B)(6) 2018 bilateral baker¿s grade iii capsular contracture and left sided rupture was discovered by the patient, and confirmed by magnetic resonance imaging. As a result, bilateral prosthesis replacement with gel implants was performed on (B)(6) 2018. (See 1645337-2018-03505 for contralateral prosthesis report).

Manufacturer narrative:
The rupture of this implant was erroneously omitted from the supplemental report submitted on 6/27/2018. The investigation of the returned device was completed by the failure analysis lab on 7/17/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 325cc mentor memorygel breast implants. On (B)(6) 2018 bilateral baker¿s grade iii capsular contracture and left sided rupture was discovered by the patient, and confirmed by magnetic resonance imaging. Right sided rupture was later noted. Upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device, and on the shell surface. The product evaluation team discovered two rents. Rent a measured approximately 7.4 cm within an area of siltex cracking on a crease at the anterior aspect. Rent b measured approximately 1.7 cm within an area of siltex cracking at the posterior aspect. Lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices prior to release. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 215618 was reviewed on 6/7/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received with the field experience report on 6/18/2018. When the devices were explanted, bilateral prosthesis replacement with 325cc mentor memorygel breast implants was performed. The mentor failure analysis lab received the device for evaluation on 6/18/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).